Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, CABG was required to treat the coronary artery occlusion. As the device was not returned to edwards for evaluation, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that during the procedure, a 23mm pericardial aortic valve caused coronary artery occlusion, so that a CABG x2 to right and left coronary ostia was required. Per obtained medical records, the patient presented with severe aortic stenosis, a small aortic root, and coronary artery disease. The patient had a small aortic root but an adequate sized annulus that sized to a 25mm valve but the scallops of the annulus were very deep and the ostia were very close to the annulus such that when the first valve was placed, it pulled the deep scallops into the straight plane of the new valve and it fish mouthed closed the left coronary ostia. The surgeon resized the valve to place a smaller valve and the same thing occurred. The surgeon then decided that he must place a valve conduit, detach the ostia and implant them in the side of the graft but the mechanical leaflets would not open once seated once the long scalloped leaflets were brought into the sewing ring. The surgeon then fashioned a valved conduit using a 23mm tissue valve to sit up from the annulus and that worked. However, the struts of the tissue valve were in the way of straight ostia implantation and so the surgeon did two bypasses using vein graft from ostia to side of aortic graft so that they could be re implanted a little bit higher up in the tube graft. The patient was then transferred to the cardiovascular recovery room in stable condition. The patient was discharged home in stable condition on post-operative day nine.